Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "poor pad contact" message while attempting to attach electrode pads to a diaphoretic male patient (age unknown). Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.